Event description:
Penumbra cat rx catheter attempted insertion through 6 fr sheath unable to advance. Upon withdrawal, catheter noticed to be bent. A second catheter was able to advance with no issues.